Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that blank display on insulin pump. The customer¿s blood glucose level was unknown. The customer reported screen was completely blank when went back to locker display. Customer states the display was not blank less than 30 seconds. Customer reports that the pump had flashing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to blank display due to the electrical board connector not plugged in properly.